Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure for a compression fracture at l2. During the procedure, cement extravasation into the intradiscal space was observed but the patient was asymptomatic so additional intervention was not required. No other patient complications were reported.

Event description:
Updated information: approaching and balloon inflation were completed without any trouble. Cement was in a refrigerator before use. No abnormality was found on the cement during mixing procedure. Cement viscosity was confirmed to be appropriate before injection. Cement leakage towards intervertebral disk was observed when injected 1.5ml to the left side. Surgeon pulled the bfd and attempted additional injection, but leakage occurred again. So, surgeon finished injection by 2.0ml. No health damage was observed. The patient¿s post-op course was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that fragmentation of the leaked cement was confirmed on CT imaging.